Event description:
It was reported that during an implant procedure, the left ventricular lead could not be advanced as far as the physician wanted and the threshold was high in all pacing vectors. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).